Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to discomfort at the incision site. The device was working properly prior to be being explanted. The patient was reportedly doing well following the procedure.